Manufacturer narrative:
B3: event date is month and year valid continuation of d10: product ID 977a160 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type lead product ID 977a160 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced pain in the mid back caused by the spinal cord stimulator (scs) and new pain unrelated to baseline. The patient reported good pain relief for low back and legs pain, but also noted that the scs was causing mid back pain. The issue is ongoing. No patient complications have been reported as a result of this event. Additional information was received from the manufacturer representative (rep). Rep reported that no external factors were known to may have caused or contributed to the issue. Rep turned on the device and adjusted the pt's intensities and rate on 2025-apr-28. The issue has not been resolved. Rep reported the hcp informed them that they will likely explant the device based on the patient's choice. The information has been confirmed with the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 the rep responded to follow up reporting patient weight was asked for, but unknown. The date of the ins explant was not scheduled yet. The issue has not been resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a160, lot# serial# (B)(6), implanted: (B)(6) 2020, product type lead, product ID 977a160, lot# serial# (B)(6), implanted: (B)(6) 2020, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the replacement has not been scheduled yet. Rep reported at the time of the original visit, the patient (pt) denied any falls, traumas, etc. Rep has attempted to reach the patient, but they have no responded. The physician has no explanation for what the patient was experiencing.

Manufacturer narrative:
H3: analysis of the ins (s/n:(B)(6) revealed that the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported there was a suspected infection; antibiotics were required. Rep reported that when the md discovered the purulent matter, he promptly asked if the patient had been given antibiotics pre-op, and asked about antibiotics being in the irrigation. System was explanted.

Manufacturer narrative:
Continuation of d10: product ID: 977a160, serial# (B)(6), implanted: (B)(6) 2020, product type lead product ID: 977a160, serial# (B)(6), implanted: (B)(6) 2020, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that this patient was scheduled today for explant on (B)(6) 2025.